Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) presented to the hospital due to device tones. Upon interrogation, a pulse generator fault message was observed, and programming was unavailable. The clinician suspects premature battery depletion as the cause. The device was explanted and will be returned to guidant for analysis.